Manufacturer narrative:
(B)(4)

Event description:
It was reported that the during a site visit by bd clinical and technical practice consultants, two pump modules were observed with damaged female iui connectors. Specifically the first "1 pin" on the female side of the iui connector was pushed up in to the top rear of the connector. There was no reported failure of the devices. The two devices were removed from patient care area and sent to the hospital's biomed for repair. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the during a site visit by bd clinical and technical practice consultants, two pump modules were observed with damaged female iui connectors. Specifically the first "1 pin" on the female side of the iui connector was pushed up in to the top rear of the connector. There was no reported failure of the devices. The two devices were removed from patient care area and sent to the hospital's biomed for repair. There was no patient involvement.